Manufacturer narrative:
(B)(4) the covidien service engineer (se) inspected the device and verified the malfunction. The se found the filament inside the exhalation flow sensor severely bent. The se replaced the exhalation flow sensor and performed extended self-testing on the device and all tests passed.

Event description:
Covidien received information stating that, while in use on a patient a 980 ventilator was not holding pressure. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.